Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no information to date has been received from legal. Upon receipt of clinically relevant documents, this case will be re-assessed. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient required a revision surgery because of pain and discomfort.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, c-0229099, c-0229100, c-0229104, c-0229105, c-0229110 based on the information provided, the ¿stiffness and pain¿ experienced by the patient was likely a normal progression of the post-operative healing phase and not a failure of the s&n device. Information around the patient¿s post-operative rehabilitation prior to this mua is not available. Pre mua range was 10-35 degrees; post mua rom was reported as 0-140 degrees. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported pain and discomfort and cannot be determined. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
Correct implant date added. Correct explant date added.